Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed, and the reported problem was confirmed and replicated. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 1, and embedded serializer in master base (esmb) board, replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where "power up" test was found to be failing on axis 1 and esmb board. Once testing was completed, the axis 1 motor and the esmb board were tested and were verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to electrical issues by a faulty axis 1 motor and communication errors by a faulty esmb board, both components located within the mtm.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the master tool manipulators (mtm) on the surgeon side console 2 (ssc2) were not working. The technical service engineer (tse) viewed the system logs and found errors 705, 1, and 25521 on the left embedded serializer in master base (esmbl) along with a disabled mtml. The tse advised the customer to hard power cycle the ssc2, the customer stated that they would do so after the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.